Manufacturer narrative:
Investigation summary: two sealed packaged 5ml syringes were received, confirmed to be from batch #9064530 (p/n 309646). They were visually evaluated. The barrels of both samples were observed to have dark foreign matter. One syringe had a small amount on the barrel wall near the flange area; it was from mold c-272. One syringe had a lot of foreign matter on the flange and barrel wall as well as a small amount on the luer collar; it was from mold c- 208. In both samples the foreign matter appeared to have also transferred onto the inside of the bottom web of the packages adjacent to the locations of the foreign matter on the barrels. The foreign matter appeared to be consistent with grease used in parts of machine lubrication in the manufacturing area. The foreign matter in both samples was outside the fluid path, larger than level 3 in size and rejectable per product specification. Regarding a ¿dot on the barrel near the plunger on one of the syringes¿ it is not clear which dot is being described by the customer. There is a cylinder image dot to the left of the 3ml grad line on one of the barrels. It is part of the printed scale image and is not a defect. No other dots were observed. Investigation conclusion: furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the grease foreign matter defect is associated with the assembly process and is likely due to incomplete cleaning of grease after a mechanical adjustment was performed to the material handling part of the machine. Rationale: no corrective actions are necessary based on the defective rate identified. Batch 9064530 is considered in compliance with our product specification requirements.

Event description:
It was reported that bd luer-lok¿ syringe sterile, single use had mold inside the packaging. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no.: 309646, batch no.: 9064530. It was reported there was either ink or mold inside the packaging on the syringe. Additionally, there was a dot on the barrel near the plunger on one of the syringes.